Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product investigation was completed: visual analysis of the returned sample revealed that there were no damage or defect with the tfna screw, only observed signs of usage which could have been a result of implantation and explantation. Migration of the device was not confirmed as no postoperative images to assess the condition were provided. A dimensional inspection was not performed due to post manufacturing damage. A functional test was performed with the mating tfna nail, and the lock prong assembly was able to lock as intended, the locking mechanism of the nail works as expected. The complaint condition not able to be replicated. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 04.038.185s lot number: 524p360 part manufacture date: 06-dec-2021 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 85mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. B3: date of event updated g1: manufacturing site name & address corrected.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that in 2023, the tfna screw migrated out of the nail, had cut-through through the femur head and went into the acetabulum. This incident happened 1 year post-operation after the initial tfna implantation. The surgeon noted that usually if the locking mechanism of the tfna nail is not engaged down onto the tfna blade/screw, the screw would appear to migrate backwards out of the lateral side of the nail. The surgeon noted that in the first 3 months, the tfna screw was seen collapsing down and shifting laterally, but was still within the perimeters of the tfna nail. The surgeon has requested for the entire tfna implant construct to be taken back to source for investigation if there is any mechanical flaw on the locking mechanism of the tfna nail. Post-operation after the implant removal procedure was done, the surgeon decided to remove the locking mechanism from the tfna nail to investigate if there are any broken components on the set screw. All tfna nail with locking mechanism, tfna screw, distal 5.0mm locking screws are retrieved this report involves one (1) tfna fenestrated screw 85mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.